Event description:
Customer alleges observing low sodium (na) result using epocal bgem card compared to vitros. Date: (B)(6) 2013, bgem: 117, vitros: 137.

Manufacturer narrative:
Investigation pending.